Manufacturer narrative:
(B)(4). The device was not returned for analysis. It is likely the tip of the guide wire became damaged during use resulting in the clearance between the armada 18 and ht connect becoming reduced. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation determined the reported difficulties were likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The armada 18 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that a ht connect guidewire with an armada dilatation catheter, used for support, were advanced to the chronic total occlusion lesion in the distal superficial femoral artery. The armada was attempted to be removed when resistance was met and it was stuck to the ht connect guidewire. Therefore, both the ht connect and armada catheter were removed as a single unit. During device removal, the guide wire had become stuck and separated approximately 60 centimeters in length. Per imaging, a tip fracture appeared and the coils were stretched and unraveling. 3 different snares were attempted to remove the separated ht connect wire but this was unsuccessful. On (B)(6) 2017, a second percutaneous procedure was performed to attempt removal of the separated guide wire portion. The separated wire was noted to be in several pieces; therefore, as treatment, the entire sfa to popliteal artery was stented. Reportedly, the patient is recovering well. There was no additional information provided regarding this issue.